Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the patient was exited from the study on (B)(6) 2017. The reason for exit was because all of the manufacturer's products were inactive.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that over time she lost pain relief from her device despite multiple reprogramming attempts. A clinical diagnosis of loss of pain relief was reported. The patient was no longer charging the device and wanted it explanted. The event was possibly related to the device or therapy and not related to the implant procedure or programming. Of note, the final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2016. The entire system was explanted (and not replaced) on (B)(6) 2017 and disposed of according to biohazard instructions. The event was unresolved at the time of study exit/death/study closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the patient had stopped charging the device so the battery was dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.